Event description:
It was reported that the patient cut the black power lead while cooking on 22jun2026. The system controller was exchanged on 23jun2026. The event log captured several low voltage advisory and hazard events throughout the log while using battery power, which appeared to be from normal battery depletion. No other unusual events were noted in the log.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.